Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump alarmed for pump error. The customer's blood glucose level was reported to be 104.4mg/dl. It was reported that the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. No unexpected pump error 23, 48 or 68 alarms were noted during testing. No unexpected pump error 25 was noted during testing or in the download files. However, the pump error 23, 49 and 68 were noted in the formatted history file and power management parameters graph confirmed the unloaded voltage and loaded voltage was abnormal due to a cracked l7 on. The pump had a scratched case and a pillowing keypad overlay.